Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The device is used for treatment. The reported products were reviewed for compatibility with no issues noted. Medical timeline was provided- previous left knee procedure: initial left total knee arthroplasty performed. During the procedure, the surgeon attempted to press fit the trabecular metal patellar button which resulted in a longitudinal crack in the implant. The surgeon then mixed a batch of cement and cemented in the implant. Significant past medical history: sinus bradycardia with left bundle branch block, osteoarthritis, hypertension, bulging disk (lumbar disk disease), bilateral cataracts, right rc repair, bilateral tha, bilateral tka, obesity, over active bladder. Rom significantly improved, has had one fall 2 weeks ago and unsure if she fell onto her knee but has had increased pain since, also noticed a clicking sensation that was present before this fall; otherwise, no complaints or concerns rom 0-100*, no instability, good patellar tracking, no complications on x-ray. Hinged knee brace advised, 'I have reassured the patient that the clicking type sensations she had is secondary to scar tissue in her knee.' Complaining of a clicking sound in the knee only when she walks. She is having no pain she is having no difficulty with walking, going up and downstairs or performing activities of daily living. Overall she is extremely happy with her knee other than for a clicking sound. 'The clicking is not constant it is only on occasion. Rom 0-130*, good patellar tracking, great deal of quad atrophy. 'I believe that the clicking is coming from weakness in her quad which is affecting the patella tracking.' Follow up in 1 year. Noise category not being called out as surgeon attributes it to patient anatomy concerns /quad atrophy and not to device. It was reported that the patient fell. However, reason for the fall is unknown. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that initial left total knee arthroplasty performed. Subsequently, the patient underwent manipulation under anesthesia with cortisone injection two months later due to arthrofibrosis. Approximately three months later, the patient fell due to unknown reasons. Prior to the fall, she experienced clicking in the knee. Patient is unsure if she landed on the knee but experienced pain after. Patient was given no treatment or intervention.